Event description:
It was reported that, during removal of the foley catheter, resistance was felt but used force to remove it. After that when checked the actual product, found a protrusion on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the one-photo sample noted the catheter balloon was mushroomed. The labeling and instructions for use were reviewed and found to be adequate. The device history record review could not be performed without a lot number. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during removal of the foley catheter, resistance was felt but used force to remove it. After that when checked the actual product, found a protrusion on the balloon.